Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly had multiple kinks throughout its length. The introducer sheath was loaded backwards. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the returned smart coil revealed that the coil had its intended shape. During the functional test, the smart coil introducer sheath was retracted distally off the pusher assembly, and the embolization coil shape was present. Further evaluation of the returned smart coil revealed kinks throughout the pusher assembly, and the introducer sheath was loaded backwards. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a penumbra smart coil (smart coil). During the procedure, the physician placed the smart coil into the target location; however, the physician was not satisfied with how the smart coil formed. Therefore, the smart coil was removed. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.